Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with a readily available alternate device with a 7 minutes procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the internal components of the device was noted as the probable cause of the overheating.